Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-25011. It was reported the pt experienced warming at the ipg site while charging. It was also reported the pt had a constant urge to scratch the ipg site due to the warmth. After recharging, the pt also felt pins and needles that would last 5-15 minutes. Reprogramming attempts were unsuccessful. A replacement charger resolved the pt's issue. Ultimately, the pt's ipg was explanted and replaced on (B)(6) 2013. Ref MFR report: 1627487-2013-05916 for the explant procedure. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.